Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Best guess date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs successfully captured the needles during needle deployment. However, while retracting the needle plunger to retrieve the suture, the anterior cuff was caught inside the pre-tied suture knot, resulting in the anterior cuff detaching from its needle as indicated by a damaged anterior cuff tabs. One of the anterior cuff tabs was broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The anterior cuff detachment directly resulted in a failure to retrieve the suture; therefore, there would not be a suture knot to be advanced to the arterial surface to close the vessel. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. Based on the investigation findings, the probable cause for anterior cuff captured within the suture knot which subsequently resulted in an anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. It is unknown how hemostasis was achieved. There was no reported adverse patient sequelae. Though requested, no additional information was provided.